Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). (B)(6) 2015 (08:00): ck=55 u/l, normal upper limit 308. (B)(6) 2015 (08:00): ck-mb=1.5 ng/ml, normal upper limit 3.6. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection and angina are listed in the xience alpine eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient had chest pain and a coronary spasm during the coronary stent procedure. 400 mcg of a vasodilator medication was administered for this event and the condition resolved. When the 3.5x18 xience alpine stent was deployed in the proximal left anterior descending coronary artery, a dissection occurred. Another 3.5x18 xience alpine stent was implanted to treat the dissection. The condition resolved and there was no adverse patient sequela. No additional information was provided.